Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator will not start and that it overheated. There was no patient involvement at the time of the reported condition. The service engineer (se) inspected the device and verified the reported issue. The se found two solenoid connecters of the cable assembly were damaged and were replaced. The unit passed all testing and operates within the manufacturing specifications.